Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) has been at end of life (eol) for several years. All alerts are turned off but the patient heard an alert from their device. It was observed that the device exhibited excessive charge time. The device remains in use and no intervention is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device also exhibited a charge circuit timeout and an inactive charge circuit.